Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted, due to her pelvic organ prolapse. It was reported that she underwent revision surgery on (B)(6) 2017. It was reported that she experienced undisclosed adverse event. No additional information was provided.